Event description:
According to reporter: the pt allegedly required treatment and explantation of infected abdominal wall mesh that had been in place about 9 months. On (B)(6) 2010, the pathology report for surgical mesh specimen synthetic material with foreign body reaction dense fibrosis with chronic inflammation and a small abscess.

Manufacturer narrative:
(B)(4).